Manufacturer narrative:
(B)(4). Customer report of aortic stenosis and pannus formation was confirmed. X-ray demonstrated the wireform intact however distortion around leaflets 1 and 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on the inflow aspect and formed a ring on the surface of the leaflets. Host tissue overgrowth restricted leaflet mobility and led to stenosis. All three leaflets were rigid and appeared dehydrated. Minimal calcification was observed near leaflet 2 as seen on x-ray, however appeared to be located on the host tissue. The sewing ring was cut around leaflet 3. The wireform was exposed on the side of the valve near commissure 1 and leaflet 1. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The explanted valve has also been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted according once the product evaluation has been completed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a 21 mm edwards bioprosthetic aortic valve, implanted four (4) years and four (4) months, was explanted due to aortic stenosis. This patient has a history of coarctation repair and avr severe aortic stenosis of her bicuspid aortic valve. Unfortunately, she never had full relief of symptoms, which be came progressive and especially pronounced over the past year. She was found to have a significant mean transvalvular gradient and workup also revealed no coartctation gradient and a finding of proximal left main stem coronary artery stenosis. During explant, it was noted that the previous aortic valve was within the lvot with a narrowing to approximately 15 mm with associated pannus formation underneath the valve. Valve explantation was associated with a loss of full-thickness ventricular aortic continuity and was likely due to the depth of approximately 2 cm into the lvot of the previous valve implantation. This required patch repair to restore mitral leaflet to aortic annulus and to avoid mitral valve retraction and consequent severe mitral regurgitation. The explanted valve was replaced with a 25 mm edwards valve. Good flows were noted and the patient had normal biventricular function at the end of the procedure. There were no complications. Patient also underwent coronary artery bypass grafting x 2 during the procedure.